Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026, which is off-label usage of the device. On the same day, it was reported that at around 1pm, the patient started having a headache. The patient¿s cgm value was 400 mg/dl. No bg meter comparison value was reported. The patient was wearing an omnipod insulin pump. The patient self-treated with insulin injections. The patient¿s symptoms continued into the next day, on (B)(6) 2026. Around 6pm, the patient¿s neighbor noticed the patient was still having a headache and was also dizzy. Emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was 389 mg/dl. No cgm comparison value was reported. The patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 380 mg/dl while the cgm was reading 224 mg/dl. The patient was treated with insulin injections and IV fluids. The patient was discharged after a few hours. Once the patient arrived back at home, she replaced her sensor. The patient was also feeling tired and then went to sleep. The patient was still feeling ¿tired¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the b zone of the parkes error grid was taken in the hospital. No additional patient or event information is available.